Manufacturer narrative:
(B)(4). A photo of the device was received and an evaluation was performed to investigate the reported event. During evaluation, a visual inspection was conducted with the naked eye and showed air in the patient line that triggered the system error 2240; however, the investigation was unable to determine a cause for the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the system error 2240 could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) during use; patient was connected. A baxter representative saw air in the line. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.